Event description:
It was reported the patient never had therapeutic effect and had been reprogrammed every 2-3 weeks because the device did not relieve her urinary issues. Patient's physician turned off the device and her symptoms did not get worse then when the device was on. It was later reported the device was explanted and removed from patient.

Manufacturer narrative:
(B)(4).